Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient implanted for urinary dysfunction and gastrointestinal/pelvic floor reported that her implantable neurostimulator (ins) bothered her if she wore tight clothes or something tight around her waist. This started in 2012, 3 to 4 months after device implant. The ins was doing its job wonderfully. The patient never wore tight clothing after the surgery in 2012. The ins needed a change of position. The steps taken to resolve the issue was that the patient was anesthetized and they said the unit could be saved. The ins was replaced and the issue had been resolved. Refer to manufacturer's report # 3004209178-2016-04524 for the patient's issues following back surgery in 2015 <(>&<)> ins/lead replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.